Event description:
A report received from the USA stated an 840 ventilator experienced a graphical user interface (gui) device alert. Though requested through several f/u attempts the specific malfunction is not available. Pt involvement info was unavailable at the time of the report.

Manufacturer narrative:
(B)(4). The user facility reported to have replaced the gui central processing unit (cpu) to resolve the reported issue. The user facility requested that a covidien customer service engineer install software to the newly replace gui cpu. The cse installed revision ak software to the device. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to MFR specs.

Manufacturer narrative:
Upon review of the complaint file, this event has been determined to be non-reportable. Please disregard the report referenced in the initial report filed under MFR#8020893-2014-01912.